Manufacturer narrative:
The device was received for evaluation along with an unknown uv cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including leak testing, clear passage testing, and clamp function testing. The device was attached to the uv cap during leak testing. The device successfully passed all functional testing. Integrity of seal surface testing was then performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer sets leaked. The transfer set had been used for one and a half months. The patient stated there was a leak between the transfer set and non-baxter titanium adaptor. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.